Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue while monitoring a pt during transport. When battery a was depleted the device did not switch over to battery b as expected. There was no pt impact.